Event description:
The pt is experiencing an increase in seizures above their pre-vns baseline frequency. The reporter also indicated that the "last couple" of magnet activations were not displayed. The reporter believed that the generator was nearing end of service. Further follow-up concluded that the pulse generator was replaced and the physician indicated that this is "not an incident." The pt seizure efficacy has returned and the pt is doing well. No serious injuries were reported due to the seizure increase. A battery life estimation was performed using the last known device settings. The estimation concluded that the device was nearing its end of life with approx 6 months left. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance.